Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, dr. Was using fibulink® syndesmosis repair kit/ss for the first time. Unfortunately, due to lack of following technique guide, dr. Implanted the tibial anchor screw too far into the tibia. Resulting in the link and tensioning cap to not be able to tension. Resulting in failure of implementation. Dr. Then had to remove the entirety of the implant and replace with a 4.0mm cortex screw. This complaint involves one 1 device fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history record was requested. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI. H3, h4, h6: part # fgs-1000-us. Synthes lot # (B)(4). Supplier lot # (B)(4). Release to warehouse date: november 2, 2021. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.